Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services noted that the blade was unrepairable and was scrapped. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope gvl 3, they were getting no video signal with this blade. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.